Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump was not delivering the insulin. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis were treated with an IV insulin drip (intravenous insulin infusion), discontinue use of the insulin delivery system, an emergency room visit, and hospitalization. Also, the customer reported the symptoms of malaise, fatigue, and headache was treated with hospitalization. The event involved products mmt-332a, mmt-1884, mmt-7040a, and mmt-397a. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, and mmt-397a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.